Event description:
It was reported that during implant of the right ventricular lead, capture could not be obtained. High impedance was also noted. The lead was no longer used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.